Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station with blue screen. The field service engineer (fse) found the station on a blue screen displaying as your pc could not start properly. After multiple unsuccessful restart attempts, the station was reimaged. Then verified with customer station working properly and all tests passed. The system functioned as intended after the field service engineer (fse) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user encountered an on screen message this morning during case preparation stating ¿something didn¿t go as planned. Going back to previous version. Please keep device on.¿ the unit was subsequently swapped with another and sent down to the pharmacy. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.